Event description:
The customer reported the pump is running an 1 hour too fast.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the customer reported issue of "pump is running 1 hour too fast." The device from this complaint was returned and evaluated at the regional service center. The reportable issue was not confirmed at this time as the pump passed both average rotor timing and volumetric accuracy testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.